Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient's pump had stalled 4 times between april on (B)(6) 2026 without a known cause. The stalls lasted between 3 to 30 minutes, getting longer each time. Diagnostics or troubleshooting performed included pump interrogation and asking the patient about potential causes. As per the pump log provided the following occurred: on (B)(6) 2026 8:30 pm - critical alarm regarding pump motor stall, on (B)(6) 2026 8:53 pm - pump motor stall recovery, on (B)(6) 2026 10:21 pm - critical alarm regarding pump motor stall, on (B)(6) 2026 10:26 pm - pump motor stall recovery, on (B)(6) 2026 7:52 am - critical alarm regarding pump motor stall, on (B)(6) 2026 8:05 am - pump motor stall recovery, on (B)(6) 2026 8:51 am - critical alarm regarding pump motor stall, and on (B)(6) 2026 9:20 am - pump motor stall recovery. The healthcare provider team asked questions about magnets in the environment and determined there was nothing known to be causing the pump to stall. Magnetic interference was indicated as having been ruled out. The decision was made to replace the pump. During the pump replacement procedure, the spinal catheter was found broken. Factors that may have led or contributed to the broken catheter were unknown but further reported that the catheter was of an older model. The complete catheter was explanted and replaced. The issue was resolved. The patient was without injury regarding their status as of on (B)(6) 2026.